Event description:
The patient called to report falling over more often since being implanted approximately four months ago with the implantable cardiac monitor. The patient also reported dying on the table at implant and wants the monitor removed. Follow-up is in progress and any additional information received will be added to the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).